Event description:
A physician reported a pt who was skin tested in the left arm on 9/2/98 and again in the left arm on 9/16/98. The results of both tests were considered negative. In 1999, the pt was treated in the nasolabial folds and the oral commissures. On 9/30/99, the pt presented with the complaint of redness and burning at the nasolabial folds. Topical desowen lotion was prescribed. The pt returned on 10/5/99 with the same symptoms, and the desowen lotion was continued. On 11/8/99, the pt returned with no relief of her symptoms. The physician injected the pt intralesionally with 1 cc 2.5% kenalog in the nasolabial folds and told her to return in two weeks. The physician diagnosed hypersensitivity.